Event description:
A pt in the heart dept (hia) had an asystole event on 3 different occasions, the event was not captured on the multiview workstation (central patient monitor). The hospital considers this is a serious problem and they want a fast answer as to how this can occur.